Event description:
Possible failure of davinci intuitive staples to fire and close bowel resulting in leakage of bowel contents into pt's abdomen. The surgeon irrigated the abdomen at time of the procedure with 2l of nacl and then placed the drain in. The surgeon disclosed the staple line issue with family immediately post operatively, as noted in his operative report. The manufacturer of the staples was notified. It is unknown whether the issue is with the stapler or davinci disposable blue stapler reload (model #: 41645b lot# ds1135118 exp 12/2015) or davinci disposable green stapler reload (model #: 41445g lot # ds1134430 exp 11/2015).